Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were experiencing low blood glucose and sensor not adhering. The customer's blood glucose prior to calling was 48 mg/dl. Customer declined troubleshooting for the low blood glucose readings; the customer stated they were feeling dehydrated but felt fine. Customer also mentioned that their sensor fell of and got a weak sensor alert. The customer was advised that the sensor would be replaced and agreed to return the product for analysis. The insulin pump was not returned for analysis.